Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. External inspection was performed, and no issues were noted. Internal inspection noted a damaged piston. All connections were correct and secure, no evidence of moisture or pest infestation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found to meet specifications. No device failure or malfunction was identified that could have caused or contributed to the reported event. Review of the event history log review revealed that the user bypassed the low drain volume (ldv) alarm during the initial drain cycle of therapy. The probable cause of the reported event was determined to be inappropriate bypass of the low drain volume alarm, during initial drain. The homechoice and homechoice pro apd systems patient at-home guide provides instructions on how to bypass low drain volume alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during fill one. The patient was connected to the homechoice device at the time of the event. The patient reported that the device was skipping initial drain and moved to fill one which caused overfilling. The patient performed a manual drain bag and ¿felt better¿. The last fill volume was 2000 ml and the initial drain amount was 1400 ml. The patient reported the device was not draining 1400 ml before moving to fill one. The patient spoke with the registered nurse and was advised to call for a swap. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention reported at the time of the event. No additional information is available.